Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. On an unreported, date the patient began treatment with an unspecified antibiotic (route, dose, frequency, and duration not reported) for peritonitis. On an unreported date, the patient's catheter was removed and the patient discontinued dianeal therapy. The patient recovered from the event. No additional information is available.